Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The basket e size cylinder with channel mount was replaced.

Event description:
The hospital reported the basket cylinder mount is broken and fell. There was no report of patient involvement.